Event description:
It was reported that the device gave an (B)(4). The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One device was received for the complaint that the device gave an lec41171. The review of event log confirms the complaint and there was no information found during 12-month service history review. The visual and functional testing was performed. The probable root cause of the issue was unknown. During further investigation, the downstream occlusion (dso) seal cracking was found, and the dso seal was replaced. The dso/ upstream occlusion (uso) calibration was performed. The unit passed all testing criteria during performance verification testing. The software was updated and the unit reset to standard configuration.